Event description:
A call was received through technical services reporting that the patient received inappropriate therapy due to oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information received reported that there was an apparent lead fracture.

Manufacturer narrative:
A call was received through technical services reporting that the patient received inappropriate therapy due to oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information received reported that there was an apparent lead fracture. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.